Event description:
It was reported the patient's ((B)(6)) implant procedure was extended by an hour due to the physician experiencing difficulty removing the stylet from the lead. In turn, the physician removed and replaced the lead which resolved the issue. No patient complications were reported as a result of this issue.

Manufacturer narrative:
Results: the complaint of ¿can¿t remove stylet¿ was confirmed. The returned lead body were clear, no kinks or broken wires were observed. Both the stimulation and terminal end contacts for the returned lead was in good condition, and passed electrical testing. The lead exhibited normal device characteristics. The inner stylet lumen (stylet tubing) was buckled/collapsed approximately 12cm from the terminal end of the lead. A lab stylet was inserted and extracted with slight resistance. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.